Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 29, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the table top illuminator. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the illumination was not working in port one and two before a procedure. There was no patient involved.

Manufacturer narrative:
The root cause of the reported event can be attributed to a cracked aspheric collimating lenses. However, how and when the lenses became cracked cannot be determined conclusively. An internal investigation was opened to address this issue. (B)(4).